Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. The devices locked up and could not be opened easily. The devices were locked on tissue and the devices had to be pried off with an extreme amount of force. There was no tissue damage. After removing the second device the clip was there and was secure. The case was completed. There was no adverse consequence to the patient. Devices were discarded.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information was requested, but limited information was available. (B)(4).